Manufacturer narrative:
Event is an estimated date. The device was returned for analysis. The unspecified failure mode was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The observed link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a pulmonary vein isolation interventional procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy. No additional information was provided. Return analysis identified two additional proglide devices that were returned used and with link separations and a needle to cuff miss.